Event description:
The customer received analyzer alarms and questionable ion selective electrode (ise) results for two patient samples. The samples were repeated on another cobas c501 analyzer. Patient 1: initial sodium result was 131 mmol/l and the repeat result was 142 mmol/l. Initial potassium result was 4.0 mmol/l and the repeat result was 4.7 mmol/l. Initial chloride result was 116 mmol/l and the repeat result was 103 mmol/l. Patient 2: (male, birthdate (B)(6) 1968) initial sodium result was 124 mmol/l and the repeat result was 146 mmol/l. Initial chloride result was 120 mmol/l and the repeat result was 103 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found a problem with a valve/ise block and he replaced it. The customer ran calibrations and controls with and results within specifications.